Event description:
It was reported that the ilet pump was dropped from a charger onto the floor, after which the user observed a cracked touchscreen and reported difficulty using the device. Symptoms included no injury. Outcomes included the user transitioning to backup therapy and no reported impact to blood glucose. Investigation included collection of event details and arrangements for device return. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, resulting in a cracked display and impaired usability. It was concluded, based on previously established findings for similar reports, that the cause was accidental user-induced physical damage.

Manufacturer narrative:
Initial.